Manufacturer narrative:
There is no connection that can be made at this time between the reported unspecified post-operative complications and any problem with the bard/davol ventralex st (device #1) used to treat the patient. The patient's attorney did not allege a specific device failure or patient adverse event, and no medical records have been provided. Based on the limited information provided at this time, no conclusions can be made. No lot number has been provided; therefore a review of the manufacturing records is not possible at this time. Should additional information be provided a supplemental emdr will be submitted. This emdr represents the bard/davol ventralex st (device #1). The patient's attorney did not make any allegations regarding the implanted bard/davol ventrio device. Note: the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Not returned.

Event description:
The following was alleged by the patient's attorney: on (B)(6) 2015 or (B)(6) 2016, the patient underwent surgery for the implant of an unspecified bard/davol ventralex st (device #1) or an unspecified bard/davol ventrio. On (B)(6) 2015: the patient had unspecified injuries. The patient is only making a claim for an adverse patient outcome against the bard/davol ventralex st (device #1). Attorney alleges general allegations against the bard/davol ventralex st (device #1) for "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient."

Manufacturer narrative:
There is no connection that can be made at this time between the reported unspecified post-operative complications and any problem with the bard/davol ventralex st (device #1) used to treat the patient. The patient's attorney did not allege a specific device failure or patient adverse event, and no medical records have been provided. Based on the limited information provided at this time, no conclusions can be made. No lot number has been provided; therefore a review of the manufacturing records is not possible at this time. Should additional information be provided a supplemental emdr will be submitted. This emdr represents the bard/davol ventralex st (device #1). The patient's attorney did not make any allegations regarding the implanted bard/davol ventrio device. Addendum: this supplemental emdr is submitted to document additional information provided. Root cause is inconclusive, no conclusion can be made as to the extent to which the implant may have caused or contributed to the patient's postoperative course. Note, the manufacturing date (15-oct-2014) is considered to be a best estimate. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
The following was alleged by the patient's attorney: on (B)(6) 2015 or (B)(6) 2016, the patient underwent surgery for the implant of an unspecified bard/davol ventralex st (device #1) or an unspecified bard/davol ventrio. (B)(6) 2015: the patient had unspecified injuries. The patient is only making a claim for an adverse patient outcome against the bard/davol ventralex st (device #1). Attorney alleges general allegations against the bard/davol ventralex st (device #1) for "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient." Addendum per additional information provided: (B)(6) 2015 - patient was diagnosed with umbilical hernia thereby underwent open repair with implant of ventralex st (device #1). Per op notes, ¿the hernia defect was identified with incarcerated contents and reduced. The sac was excised. A ventralex st (device #1) was placed using sutures.¿ (B)(6) 2015 - patient was diagnosed with recurrent incisional hernia and abscess thereby underwent open repair with excision of ventralex st (device #1). Per op notes, ¿the prior mesh (device #1) was identified with abscess. The abscess was drained, and the mesh was removed entirely. The hernia defect was repaired using sutures.¿ (B)(6) 2016 - patient was diagnosed with recurrent incisional hernia thereby underwent laparoscopic repair with implant of ventrio mesh (device #2). Per op notes, ¿the hernia sac was identified and excised. A ventrio mesh (device #2) was placed and stapled.¿